Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided on a supplemental report.

Event description:
It is reported that the universal rod broke whilst trying to remove a nail during a revision.

Manufacturer narrative:
Please note the corrections to b5 executive summary and h6 health impact code.

Event description:
It is reported that the universal rod broke whilst trying to remove a nail.